Manufacturer narrative:
The tandem t:slim x2 pump user guide states to not use any other insulin with your pump other than u-100 humalog® or novolog®. Only huma­log® and novolog® have been tested and found to be compatible for use in the pump. It additionally instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after the fill tubing process. Reportedly, the cartridge was filled with 250 units of insulin. Additionally, u-500 insulin was being used in the cartridge. The customer reported that the air extraction technique was not performed. During the call with tandem technical support, the customer loaded a new cartridge successfully. The customer's blood glucose level was 180 mg/dl.